Event description:
It was reported the patient has been experiencing difficulties initiating communication between the ipg and the external devices. The patient is without stimulation. The patient also indicated he had experienced a fall recently. Replacement external devices were used to no avail. The patient is working with his physician to determine the next course of action. Surgical intervention maybe undertaken to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.